Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that the customer's insulin pump gave a button error alarm. The blood glucose reading was 138 mg/dl. She stated that while entering the carbs into the insulin pump, the numbers began to go up and down without input and then gave the button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.